Event description:
Vns pt experienced an increase in seizure activity following an increase in normal mode output current setting from 1.5ma to 2.0ma. It was reported that prior to the adjustment, the pt experienced 1-2 seizures per month and that afterward, the pt experienced 20 seizures per day. Device diagnostic testing was within normal limits, indicating proper device function. Normal mode output current was reduced back to 1.5ma and the pt's seizure frequency was back to vns therapy baseline frequency four days later. Investigation to date has been unable to determine whether an interrupted lead test resulted in loss of therapy, causing the increase in seizure activity or whether the increase in programmed output current alone caused the seizure increase.